Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A taxus liberte 2.75x32mm stent delivery system (sds) was advanced, but could not cross the lesion. Once outside the pt the device was inspected, and it was noted that the stent had moved on the balloon, but did not dislodge. The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).